Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The issue of no image being displayed was observed when the device was being inspected and tested. The likely cause for the image was not displayed because unexpected stress was applied to the charge couple device unit by user¿s handling and it broke down; the third-party cable installed could also have contributed to the event. The instructions for use includes the following statements that can prevent the issue from happening: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.

Manufacturer narrative:
This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting. Additional information is not yet available for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. Upon inspection and testing, the device yielded no image. The user¿s complaint of blurry image was not confirmed since no image was observed at all. This is attributed to the faulty charge couple device unit. The device was equipped with a non-olympus cable and had third-party repairs.

Event description:
As reported for this event, the device yielded blurry images. There is no harm or adverse impact reported to any patient.